Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The steady flow test review demonstrate the acceptable opened and closed leaflet performance of the perceval pvs21 sn# (B)(4). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection as defined in the principal device function test at the time of release. The device returned to the manufacturer for investigation. The manufacturer will provide a supplemental report upon completion of the ongoing investigations.

Event description:
On (B)(6) 2021, a perceval valve pvs21 was implanted and explanted immediately during the same day. As reported, there looked to be an issue with the stent and the leaflets, that they did not quite come together correctly and one of the leaflets looked turned in a bit upon inspection.

Manufacturer narrative:
The valve was returned to the manufacturer for investigation. After decontamination, the valve was visually inspected without highlighting elements of non-conformity, according to the specifications. The height of each leaflet was verified by the specific instrument and led to compliance. Then, in order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The performance of the prosthesis was evaluated observing the valves behavior during the opening and closing phases of the pulsatile hydrodynamic test. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 6.0% and it is below the requirement of iso 5840 (rf% = 10%) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle in normotensive conditions and hypotensive conditions. Based on the analysis carried out, the reported incorrect morphological aspect and claimed incomplete coaptation cannot be reproduced. The visual inspection, performed on the returned prosthesis, confirmed the absence of pre-existing defects. No malfunctions were detected in the returned device, that meets the iso 5840 minimum requirements. No regurgitation was observed during the laboratory tests and no anomalies were identified in the document review performed. Based on the manufacturer¿s clinical experience, where the manufacturer¿s investigations do not reproduce any device malfunction, the possible root causes of incomplete coaptation could be traced to a device misizing or mispositioning, or to other procedure-related events. Ultimately, since no further information was provided, it is not possible to establish a definitive root cause for the reported event.